Event description:
It was reported that the customer received an unexpected restart alarm on the insulin pump and the buttons stopped responding. Customer's blood glucose was not known. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Unable to verify a21 alarm due to no button response. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.